Manufacturer narrative:
Analysis was normal. No anomalies were found. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.

Manufacturer narrative:
Additional information is unavailable.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed.